Event description:
It was reported that the patient present remotely via merlin.net with ventricular tachycardia episodes. The patient received inappropriate anti-tachycardia pacing therapy and high voltage shocks. The implantable cardioverter defibrillator was reprogrammed and the patient will be monitored normally.